Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported, blood and nacl leaked below the valve, at the connection with the tubing. Additional information: no consequences for the patient. Device replaced.